Manufacturer narrative:
(B)(4). The customer stated that the device is not is not being returned for evaluation.

Event description:
The customer stated that the touch screen on this unit is not responding and freezing up. There are water spots on the screen. There was no patient involvement at the time of the incident.